Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the converter unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the unstable electrical power source due to the failure of the converter unit by the accidental failure of the electrical component. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel of the subject device flashed. There was no report of patient injury associated with the event.